Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The heartmate shower bag (lot number: 8517216) was returned for analysis. The shower bag was visually inspected, and no physical damage was observed. No worn markings or signs of water damage was observed. The bag was closed, and water was poured on the bag for an extended period of time, and no water was observed inside the bag nor did the bag become damp. The bag was opened and no water was found inside the bag after testing. No further testing was conducted. Additional information provided on 06dec2023 stated that the system controller did not get wet and no alarms were active during the event. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the heartmate shower bag (lot number: 8517216) was and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 1, ¿introduction¿, warns users ¿do not take showers unless approved by a doctor for showering. If approved for showering, the shower bag must be used for every shower. The shower bag protects outside parts of the system from water or moisture. If outside parts of the system get wet, the pump may stop.¿ under section 4, ¿living with the heartmate 3¿, details descriptions how to properly use the shower bag are outlined. Also caution user that ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that one of the patient's shower bags had decreased in waterproofness and replacements were requested. The inside of first double cover of the shower bag became damp and deteriorated in waterproofness, allowing water to penetrate inside. It was noted that the patient stopped using the shower bag and thus the system controller did not get wet and there were no alarms associated with the event. The shower bag was replaced. Related manufacturer reference number: (B)(4) (shower bag).